Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On the event day at 4:00pm, the pt obtained the blood glucose reading of 'in the 300's mg/dl' on the reported meter, and a reading of 199 mg/dl on another MFR's meter, within 30 minutes of each other. Based on the pt's sliding scale, she took 20 units of humalog insulin. One hr later, the pt experienced the symptom of shaking. While symptomatic, the pt obtained a blood glucose reading of 69 mg/dl. The pt administered self-treatment with food and glucose tablets; she did not seek medical attention. The pt was unable to provide any info as to her testing technique or test strips. The test results fell outside expected values for meter-to-meter accuracy testing. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on an elevated meter reading, and received treatment with food and glucose to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform the FDA of product(s) that do not pass inspection in a supplemental report. Lot # not provided.